Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The motor passed the motor test. The device was received with cracked display window corners, reservoir tube lip, broken belt clip slot, and cracked lcd window.

Event description:
It was reported that the customer's insulin pump alarmed motor error and another error alarm during the rewind process. The caller mentioned that the device started beeping the night before while sleeping. The blood glucose reading was 12mmol/l. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.